Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a regular follow up of this pacemaker there was two minutes and forty five seconds of minute ventilation (mv) signal oversensing noted. The mv sensor was turned to off. No adverse patient effects were reported.